Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that shortly after a dbs implant procedure, the patient suffered a potential seizure. Patient was discharged and will follow-up with the physician.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that the patient had no seizures since day after surgery.